Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that the rx graftmaster covered stent was deployed at a maximum pressure of 14 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use specifies: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU, table 10 specifies the nominal pressure is 15 atmospheres (atm). The investigation determined the reported patient-device incompatibility (failure to seal). There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation in the proximal left anterior descending coronary artery. A 2.8x16mm rx graftmaster covered stent was deployed at 14 atmospheres, but the perforation was not sealed. An unspecified stent was used to seal the perforation and successfully complete the procedure. Per the physician, the device did not cause or contribute to complications or adverse events, and there were no other device issues. There was no reported adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.